Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b,h6.

Event description:
Healthcare professional later reported "capsular contraction baker grade IV" and "any crease." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Crease/folding of implant: observed creases on the device. Additional observations: observed wear abrasion on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side "capsular contraction baker grade iii/IV." Healthcare professional later reported right side "capsular contraction baker grade IV" and "any crease." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Healthcare professional reported "right side capsular contracture baker grade iii/IV." Device remains implanted.